Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl and they treated it with injections. Customer reported that they also experienced low blood glucose of 60 mg/dl and he treated with food and juice. Customer did displacement test and the reservoir was not detected. The customer also report no delivery alarm and insulin did exit after troubleshooting. The insulin pump will not be returned for analysis.